Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the initial implant procedure, the implantable pulse generator (ipg) migrated within the pocket and the right atrial (ra) lead dislodged. The ipg was repositioned and the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.